Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd connecta plus3 10cm white has connection issues event description: provision of proximal fittings with tap brand bd connecta ref (B)(4). This device is dangerous the screw thread on the cathter is unsuitable for emergency use the latter is very often deviated, leading to massive hemmoragia, resulting in clinical worsening of patients and a +++ risk of infection what immediate measures have been taken? : greater surveillance logistical contact for obtaining new devices like the previous ones product name / reference: robinet 3v + prolonger 10cm 96 h / 394995 serial or batch numbers: unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.